Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported an incomplete tunnel at the inferior side during an intrastromal corneal ring segment procedure. The results were good. There are two related reports for this facility. This report addresses the patient aaa and another manufacturer report will be filed for the other patient.

Manufacturer narrative:
Additional information provided. Review of the logfiles for the day of treatment showed no warning or errors that could contribute to the reported event. During start-up of the system, the vacuum, the energy and the ablation tests were performed without error. The picture of ablation test showed a good result. The logfile showed two treatments on that day were performed and were successfully finished. According to the treatment report, the reported event was related to the second treatment the logfile showed the energy setting that was used for this treatment was within the recommended range. No relevant deviation between planned and performed energy was detectable for the treatment. The user performed an energy check only at system start-up and then performed surgeries more than three hours without an energy check. According to the user manual, the user has to perform an energy check manually at least after 120 minutes. The logfile review showed the suction time was greater than usual. No technical root cause could be identified. If the first section of the ring cut and the platform could have been opened satisfactorily, it is very implausible that the ring cut showed differences of quality in different areas as they are on the same level of depth. It is absolutely normal the ring gives more resistance in inserting as deeper it is inserted into the tunnel. No technical root cause was identified as the product was found to be within specifications. The most likely root cause is user docking technique or the level of experience with the laser by the user. The manufacturer internal reference number is: (B)(4).